Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient's leads migrated and the physician revised the leads. The patient developed swelling after the revision procedure and the leads migrated again. Subsequently the physician explanted the device. There have been no reports of further complications.